Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extremely stretched and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The x-ray confirmed there was no fracture at the lead¿s tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was not implanted. A conductor fracture was suspected due to helix extension difficulties and pacing impedance measurements of greater than 3,000 ohms. Another lead of the same model was implanted successfully. No adverse patient effects were reported.